Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's system board, display board, front panel, display, blower assembly, blower bellows, blower mount, blower chassis plate, proportional valve (aecm), both 3 way solenoid valve, blower cap, rear cover, base assembly, internal battery door, internal battery pack, power supply, both cooling fan assembly, both fan retainer, speaker housing, main housing, inlet side panel, outlet side panel, dual limb cup, machine flow sensor, handle retention plate, fio2 housing, fio2 housing door, alarm lens, muffler assembly, filter cover, tubing blower chassis, tubing-fio2, tubing-low flow o2, vanity cover and tubing system board need replaced due to tobacco contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.